Manufacturer narrative:
Company comment: the serious event of vascular occlusion and the non-serious events of swelling, pain, discolouration, infection, ulcer, vesicles and hypoaesthesia at implant site and poor peripheral circulation were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The likely root cause includes intravascular filler injection leading to vascular occlusion and its manifestations. The event of infection at implant site could be due to injection procedure associated with inadequate aseptic technique. Potential contributory factor includes injection technique. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 03-jun-2024 by a nurse concerning a 31-year-old female patient. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2024, the patient received treatment with 0.1 ml of restylane kysse (lot 21629) to right upper lip (unknown injection technique and needle type) by the nurse. On (B)(6) 2024, while massaging, her lip swelled up (implant site swelling) straight away. Thereafter, the lip became purple (implant site discolouration) and she experienced pain (implant site pain) in the right upper lip. The physician agreed that it was a vascular occlusion (vascular occlusion). The hcp treated the patient with 2 ml of hyalase [hyaluronidase], led and 300mg aspirin [acetylsalicylic acid]. On (B)(6) 2024, the hcp treated the patient with 2 ml of hyalase. On (B)(6) 2024, the patient returned to hcp, and she had pain in the area. The capillary refill was quite sluggish (poor peripheral circulation), and the area was still purple. She was treated with 1 ml of hyalase. On 02-jun-2024, the patient got full sensation back (implant site hypoaesthesia) in the lip. In jun-2024, the patient was still taking unspecified antibiotics for 7 days and unspecified steroids for 3 days prescribed by hcp for swelling and possible infection (implant site infection). On 09-jun-2024 (2 days ago from date of the follow-up report), the patient woke up with swelling and was advised by the physician to get an ultrasound to confirm there was no filler remaining. The patient has not went yet but she reported she will. The swelling had reduced since then and gone down completely. However, ulcers (implant site ulcer) and blisters (implant site vesicles) were remaining. Outcome at the time of the report: swelled up was recovered/resolved. Purple was not recovered/not resolved/ongoing. Pain was unknown. Capillary refill was quite sluggish was unknown. Got full sensation back was recovered/resolved. Vascular occlusion was unknown. Possible infection was unknown. Ulcers was not recovered/not resolved/ongoing. Blisters was not recovered/not resolved/ongoing. Tracking list: v.0 initial. V.1 fu1 received on 11-jun-2024 from the same reporter: case upgraded to serious. Events (vascular occlusion, implant site infection, ulcer and vesicles) added. Suspect device lot number, outcome of event and corrective treatment details were updated.